Event description:
It was reported that during an unk procedure, the gas was transudatory (leaking) from the device. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 01/06/2009. Info anticipated, but unavailable at this time.